Event description:
Customer returned this device for evaluation and repair of a leakage found from bending section during reprocessing. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material on the forceps elevator. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator as observed during device evaluation.

Manufacturer narrative:
Full address of the facility is (B)(6). The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was foreign material on the forceps elevator. Other incidental observations for the device are: due to a cut on distal end rubber coating (a-rubber), water tightness is lost; due to deformation of scope (s) s-connector, water tightness is lost; adhesive on a-rubber is detached; a-rubber is dirty; connecting tube has coating peeling, a wrinkle, and a scratch; s-cover has a scratch, grip, protector of universal cord on control section side, s-connector, sc cover, and switch sw1 have a scratch, due to wear of angle wire, bending angle in up/down/right direction does not meet the standard value; distal end cover (c-cover) is dirty; light guide (lg) lens has a scratch; and adhesive around lg lens has discoloration. Customer reported issue of leakage from bending section is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, adhesion of foreign material to forceps elevator and around it was confirmed. The foreign material could not be identified and the root cause of the material remaining in the device could not be specified. From the information obtained, it was determined that reprocessing steps recommended in IFU were not completely conducted due to nonconformities of the device. Performance of reprocessing of the subject device was confirmed in the following reports by conducting correct reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization) 147p-3557, 147p-6094, 147p-6093, 066-3255, 966-0198. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. IFU (reprocessing manual) states the possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer and information on the foreign material. This supplemental report is being submitted to provide this information. Please see the updates in sections. Foreign material found in the device could not be identified. There is a possibility of usage of device with foreign material present in device. The customer does not follow reprocessing steps as per instructions for use. The single use maj-1888 brush is cleaned and reused. The forceps elevator was raised and lowered three times in water during aspiration and brushed. The forceps elevator was operated in the detergent solution. The forceps elevator was flushed appropriately. The distal end was brushed with the channel-opening brush or maj-1888 (the maj-1888 is reused after cleaning of brush).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.